Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. In 2004 at 0700, the pump was programmed to deliver an unspecified volume of insulin (1 unit/1ml) at a rate of 305ml/hr instead of the intended rate of 3.5ml/hr. At 0715, a second nurse noted the error during change of shift. The physician was notified and an order to "follow the insulin protocol" was received. The patient was treated with an unspecified number of unspecified doses of "d50." The pump was removed from service and therapy was resumed using a replacement device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.